Event description:
The customer reported that the insulin pump alarmed button unresponsive and battery out limit. The customer stated that the numbers kept scrolling. The customer stated they got a battery out limit on both batteries. Troubleshooting was done. Customer's blood glucose was 141 mg/dl. Advised customer the insulin pump would be replaced due to keypad anomaly. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number scrolling anomaly was noted on the display. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).